Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the main board was defective. Therefore, it was presumed that the reported phenomenon occurred due to main board failure. The cause of main board failure could not be identified. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The field service engineer checked the subject device and found that the power led was glowing when the device was switched on, but rest of parameters on display were blank. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the routine inspection, the front panel didn't work. There was no report of patient injury associated with the event.